Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the preparation for the procedure, when connecting the inflation device with a balloon catheter, and applying (B)(6) pressure to aspirate an alleged deflation issue occurred. The health care provider (hcp) confirmed that the connection of the device and the balloon catheter was secure. The procedure was successfully completed with the use of another device. There was no reported patient contact.

Event description:
It was reported that during the preparation for the procedure, when connecting the inflation device with a balloon catheter, and applying negative pressure to aspirate an alleged deflation issue occurred. The health care provider (hcp) confirmed that the connection of the device and the balloon catheter was secure. The procedure was successfully completed with the use of another device. There was no reported patient contact.

Manufacturer narrative:
Further review of the reported information has determined that the reported deficiency was an aspiration/suction issues, not a deflation issue. Evaluation of the device in the lab, found two longitudinal cracks on the y-body of the device. As a result of the outcome of the MDR decision tree, assessment of the reported event details, a crack and suction issues are not issues that may cause or contribute to serious patient injury should these events recur. Therefore, this event is no longer MDR reportable. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. The device was filled with water and positive pressure was applied. A leak was noted from two cracks in the plastic y-body. The handle was then pulled back applying negative pressure to create conditions of an aspiration attempt. Air bubbles were seen entering the system at the location of the cracks. Therefore, the investigation is confirmed for the reported aspiration issue, as well as for cracks in the y-body hub. The cracks in the y-body hub caused the vacuum leak during aspiration of the balloon device. This allowed air to enter the system and not fully aspirate the air from the device. However, the definitive root cause for the identified cracks could not be determined based on the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g4 h11: b1, h1, h3, h6 (conclusion1), h6 (device code) h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.